Event description:
It was reported that while the patient was doing a treadmill test, the right ventricular (rv) lead started t-wave oversensing (twos). The device withheld therapy as the twos discriminator detected the twos for 2 minutes, but then shocked the patient. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable biv defibrillator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012; 419488 implantable pacing lead (B)(6) 2012. (B)(4).